Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states the battery is not charging and the device is beeping. There was no patient involvement.